Event description:
A falsely elevated troponin I result of 21 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The same sample was re-spun and retested on the same instrument and a result of 0.08 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed troponin I resulst. Analysis of instrument data indicates that the most likely cause for the falsely elevated troponin I result is sample integrity.